Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/ user technique. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the device causing damage to another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip (00125u170) was successfully implanted. To further reduce mr, a second clip (91203u288) was inserted. It was advanced into the left ventricle (lv) and was attempted to be implanted lateral of the first clip. However, the clip came in contact with the implanted clip and became entangled. The clips were able to be untangled; however, due to the contact, the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted that no tissue damage occurred to the leaflets and no damage occurred to either of the clips. The second clip was removed and replaced. Two additional clips were implanted to stabilize the slda, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.